Event description:
This implant was misrepresented to me and is just setting in my body causing pain it was implanted (B)(6) 2014 approximately 9 years ago.

Event description:
Additional information received from reporter on 11/22/2022 for mw5113426. My name is (B)(6) had stimulator implanted in (B)(6) 2014 this thing has caused nothing but trouble my back hurts daily feels like I get shocked sometimes and burns a lot and I think the leads have shifted because my back will lock up sometimes making almost impossible to work or anything else. I feel like the product was misrepresented by the seller of this device and from day one was a bit leary of the implant but was told how wonderful and great this product was and how it would elevate my back pain they reassured me of this but now here I sit with a useless implant that is causing pain.

Event description:
Additional information received on 04/03/2023 for mw5113426 to add procode ojx.

Event description:
Additional information received on 04/20/2023 for mw5113426 to add procode lgw.